Event description:
The pt reported that the keypad was loosening. The 'ok', 'up', and down' arrow keys are not responding with every button press. The pt confirms all programming was correct. Rptr denies that the pump was exposed to moisture or cleaning solvents.

Manufacturer narrative:
The pump was returned to animas. The eval revealed that the keypad had peeled off. In addition, the 'down arrow', 'contrast', and 'ok' buttons are unresponsive. The 'down', and 'ok' button contacts were inverted and the contrast button contact was missing. The eval also revealed that the pumps battery compartment was cracked.